Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported by the patient that the cannula did not insert in the skin when the pod was activated; this indicates a needle mechanism failure. The pink slide moved forward but the cannula did not deploy. The pod was not worn. No impact to the patient's glucose level was reported.